Event description:
Cusotmer reported unexpected negative reactions with a patient sample containing anti-yta using capture-r ready-ID (crrid), lot id078 on galileo. The sample was retested using crrid, lot id079 and positive reactivity was observed.

Manufacturer narrative:
The presence of the yta antigen was confirmed on returned and retention capture-r ready-ID (crrid), lot id078. Customer returned sample for testing. The sample was tested with returned and retention crrid, lot id078 and retention lot id079. The sample exhibited no reactivity with returned and retention crrid, lot id078. The sample exhibited positive reactivity with retention crrid, lot id079. The customer's result was reproduced. Performed testing using two sets of monolayers using the patient's red cells and liquid cells #1, #2 and #4 of crrid, lot id078. One set of monolayers was tested with anti-yta, and the other set was tested with patient's plasma. Cells#1, #2 and #4 of crrid, lot id078 exhibited positive reactivity with anti-yta and the patient's plasma. The patient's red cells were nonreactive with anti-yta and the patient's plasma. The sample was tested by the tube method using panoscreen I, ii, iii reagent red blood cells with immuadd as the potentiator. Weak macroscopic reactivity was observed with all reagent red cells; the autologous control was negative.